Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Reportedly, the customer's teacher did not provide food for the customer within 2 hours after the last bolus. The bg level was addressed with glucose tablets and a glucerna shake. Reportedly, the school nurse administered the treatment per school protocol, the customer was not incapacitated at the time. The bg level returned to target range.